Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort]. Tampon was uncomfortable [medical device site discomfort]. Tampon tore in half inside me [foreign body in reproductive tract]. Tampon tore in half [device breakage]. Case description: consumer reported via social media that tampon tore in half inside of her. No serious injury reported.